Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test excessive no delivery test and displacement test. No blank display anomaly noted. The unexpected alarmed failed battery test and weak battery alarm due to corroded battery tube and battery cap contact. The insulin pump was received with cracked case on the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 122 mg/dl. The customer stated the contacts appears to be corroded and also the battery compartment is corroded. The customer noted there is corrosion in the battery house as well. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.